Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system. Unable to duplicate issue. Performed system checkout. Unit was operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not allow the user to perform a 2d long film scan. Site reported that they had performed the gain calibrations and rebooted the system three times but it did not work. The system would still expose normal 2d images and 3d spins. There was no patient involvement.